Event description:
It was reported via clinic notes dated (B)(6) 2011 that the patient has a history of stroke and has voice alteration with stimulation that is intolerable therefore she wants the device removed. The device was explanted and replaced on (B)(6) 2011. Good faith attempts to obtain additional information have been unsuccessful to date.